Event description:
(B)(6) hospital recently switched to the baxter novum iq pumps, and there has just been problem after problem with them. They constantly alarm, and there have been multiple sentinel events involving these pumps including entire bags of medication being infused into a patient. There was a patient that an entire 250ml bag of lidocaine got infused into the patient. There have been rumors of an entire bag of heparin, vasopressin, and levophed being infused into a patient as well. The pumps are incredibly dangerous, and health care workers can't trust them. Something needs to be done about these pumps because I have no idea how they got approved by the FDA.